Event description:
This case was cross referenced with case: (B)(6) (cluster). This unsolicited case from united states was received on 13-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) years old male patient who received treatment with synvisc one and later after unknown latency starting treatment, experienced adverse events (unevaluable event), also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection (dose and frequency: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020). On an unknown date in (B)(6) 2017 after unknown latency, the patient experienced adverse event (unevaluable event). Corrective treatment: not reported for both. Outcome: unknown for both. A pharmaceutical technical complaint (ptc) was. Initiated and results were pending. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event of device malfunction pharmacovigilance comment: sanofi company comment for follow up dated 20-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had an adverse event. There is limited information available therefore; a causal relationship cannot be assessed. However, the patient had received the affected lot number of synvisc one that has been recalled by the company a comprehensive case assessment is required on receipt of follow up information regarding the nature of the events that the patient experienced.